Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a change-out procedure was performed and upon removing the right ventricular (rv) lead and checking the lead with the pacing system analyzer (psa) normal values were noted. When connecting the new device and checking the measurements high out of range pace impedance measurements were noted when it comes to the rv lead. Tension was applied to the lead and the values were reproduced. The connection was checked and no loose connection was seen. It was elected to use a different lead for pace/sense and cap this rv lead. A fracture of the lead was alleged. The revision was completed with no further issues. No adverse patient effects were reported.